Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable to the point that caller had to hold cable in place or position pump carefully, eventually leading to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer used multiple charging cables and wall adapters without resolving issue, was advised by technical support to ensure usb was inserted correctly when charging to prevent further damage, planned to use multiple daily injections as backup insulin therapy.